Event description:
The user is disagreeing with the "no shock advised" notification given by the device during a patient use event. The emergency response team arrived n scene and with their own equipment, delivered 6 shocks. The patient did not survive.